Manufacturer narrative:
Updated h3. Corrected e2 and e3. Corrected d9 and h6- type of investigation code. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, as the device was not returned, the reported malfunction could not be reproduced. The likely cause could be that the image being too bright occurred due to looseness of the connected light source cable, and that led to procedure being stopped. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the video system center exhibited the image was too bright due to loose connection on light source cable. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated/corrected h6. The field service engineer that troubleshooted the issue confirmed that the malfunction was likely caused due to a loose cable connection. Olympus will continue to monitor field performance for this device.